Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead exhibited intermittent undersensing of atrial fibrillation during episodes. The patient was later seen in the clinic, but no changes were made as no under sensing was seen at the time of interrogation. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.